Event description:
It was reported the patient experienced medication side effects. The patient was spacey, incoherent, and sedated. The severity was severe. The etiology was the medication intrathecal fentanyl. It was possibly related to the drug. A new drug was added. The patient was hospitalized. It was possibly related to the device or therapy. The pump was delivering morphine and clonidine.

Event description:
Additional information received reported there was intervention done. It was noted that there was they had administered an eight hour single bolus of fentanyl and clonidine; they also decreased continuous infusion rate ¿50%¿ on (B)(6) 2013. On (B)(6) 2013 and refilled the pump and replaced fentanyl with hydromorphone. It was noted that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8835, serial# (B)(4).